Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue (past open expiration date)

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from meter memory of lo. The customer's expected fasting blood glucose test result range is 152 to 175mg/dl. The customer feels well and did not report any symptoms of low blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is over 6 months ago; test strips are past open expiration date. The meter memory was reviewed for previous test result history: lo (B)(6) 2016 03:10:00 pm fasting: yes; lo (B)(6) 2016 02:24:00 pm fasting: yes; lo (B)(6) 2016 02:07:00 pm fasting: yes; lo (B)(6) 2016 01:06:00 pm fasting: yes; lo (B)(6) 2016 10:26:00 am fasting: yes. He takes metformin 2 times a day to manage his diabetes, he has not had any change in diet or exercise.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely root cause is black chemistry due to improper storage. Note: test strips are past open expiration date.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from meter memory of lo. The customer's expected fasting blood glucose test result range is 152 to 175mg/dl. The customer feels well and did not report any symptoms of low blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is over 6 months ago; test strips are past open expiration date. The meter memory was reviewed for previous test result history: (B)(6). He takes metformin 2 times a day to manage his diabetes, he has not had any change in diet or exercise.